Manufacturer narrative:
D10 concomitant products: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted laparoscopic total surgical resection, at the time of azygos vein resection, the reload's cover stopped and could not be released. The surgeon used a manual adapter tool to release the jaws. The handle and adapter were then checked and the devices were able to work. There was no patient injury.